Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type recharger. H3: analysis found non-conformances and the recharger was subsequently scrapped. The recharger failure was found: no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6)); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported that they were having issues charging their implanted neurostimulator and the issue began probably 2 weeks ago. Patient stated that it was very difficult to move from no device found to finding the correct position to place the recharger to locate the implant. Patient also stated that getting recharging excellent was a little more difficult and that this morning, it was difficult to find the device and the recharging quality and the recharger became quite warm and the controller went blank. Patient reported that the controller will not turn on and that the recharger is warmer than usual and is quite warm against their skin. Patient noted that only in the last few months that they have been having difficulty with their equipment but otherwise things have been good; patient was referring to the battery pack and recharger. Patient mentioned that they have to charge every third day. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered back on and that the controller light was flashing green. Patient inserted the battery pack and confirmed contro ller was 50% and implanted neuro stimulator was 80%. The issue was not resolved. An email was sent to the repair department to replace the recharger.